Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a critical pump error alarm on the insulin pump. Customer reported a red x was present on the display. The customer's blood glucose was unknown. Customer also reported another alarm occurring after the critical pump error alarm occurred. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error was present in the long trace file due to moisture damage on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label, peeling end cap address label and moisture damage on motor assembly.